Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the computer (host pc) in the machine room m cabinet was not booting properly. To resolve the issue, the fse replaced the host pc, full installation of the software, adjusted x-ray system and rebuilt the location where the patient data was stored. The defective parts were returned for analysis, for host pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.